Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the incident. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support provided information on resetting the pump and assisted the caller with the reset, resolving the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred.